Event description:
According to the distributor report, dermabond adhesive was used to close a facial laceration. The pt was seated in family member's lap at the dr's office. No draping was placed on the area to be treated. No application of petroleum jelly or ointment was placed around the eye prior to application; no gauze or barrier was placed over the eye prior to application. During application, the adhesive dripped down to the eye causing it to glue the eyelid shut. The family member was instructed to apply petroleum jelly to the eyelid after 2 to 3 days. The following day the family member called the dr's office because they were uncomfortable with waiting and was instructed to go to the emergency room. The ER staff could not open the eyelid and referred them to an opthalmologist. In 2002, the pt saw an opthalmologist who "pryed open" the eyelid after rubbing it with ointment. The pt's cornea was "scratched." The opthalmologist prescribed drops and ointment. Pt was examined the next day by the opthalmologist and the cornea is reported as healing.